Event description:
The site reported that the study date/time on an exam was incorrect. No injury or misdiagnosis was reported. The incorrect study date/time can cause confusion in ordinary practice where by a patient's images can be perceived to be newer than they really are, and lead to improper clinical decisions.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection conducted in april 2008. On may 6, 2008, a letter was sent to customers notifying them of a potential patient safety issue involving incorrect study date and time information being displayed in the report screen and title. It was communicated that incorrect study date and time displays may lead to a potential patient misdiagnosis. These date and time display inaccuracies may vary from minutes to years depending on certain circumstances and workflows.